Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and use before date could not be located in the manufacturing database. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed atrial undersensing/no atrial sensing. Concomitant medical products: vedr01 ipg, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead showed low pacing impedance and undersensing. Evaluation of the lead during an office visit showed undersensing in the bipolar mode resulting in inappropriate atrial pacing. Unipolar mode provided atrial sensing but occasional far field r-wave (ffrw) sensing as well as myopotential sensing during isometrics. Following the evaluation, there were programming changes made to address the observed performance and the lead remains in use. No patient complications have been reported as a result of this event.